Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation for the subject rd900 neopuff infant resuscitator. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported, via a fisher & paykel healthcare (f&p) field representative, an issue with an rd900 neopuff infant resuscitator. Upon device evaluation at f&p (B)(4), it was discovered that the gas inlet valve cover was stuck. There was no patient involvement.

Event description:
A distributor in wisconsin reported, via a fisher & paykel healthcare (f&p) field representative, an issue with an rd900 neopuff infant resuscitator. Upon device evaluation at f&p new zealand, it was discovered that the gas inlet valve cover was stuck. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) in new zealand where the device was visually inspected. Results: visual inspection of the subject neopuff did not reveal any physical damage; however, the complaint maximum pressure relief valve cover did not swivel. It was noted that there was excess glue on the gas inlet port and valve cover. Conclusion: excess glue on the gas inlet port and valve cover prevented the valve cover from swiveling, confirming the reported event. During the assembly process, the valve cover undergoes a functional test to ensure it swivels, before proceeding to the next step in the process. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. In addition, the neopuff user instructions state that the user should check the pressure settings "prior to every use of the neopuff".